Event description:
It was reported that a user experienced unexplained hyperglycemia with a peak blood glucose of 311 mg/dl while using an ilet system and changed infusion supplies overnight due to concern for high glucose, noting no visible leaks, bubbles, disconnects, or kinks and stating that subsequent corrections seemed insufficient and slow to reduce glucose despite insulin on board. Symptoms included irritability. Outcomes included no hospitalization and no reported long-term sequelae. Investigation included troubleshooting and user education by support, with discussion of potential site or delivery efficiency issues and review of correction behavior relative to insulin on board and target settings. Investigation of this case revealed no confirmed device alarms or observable component malfunction, and no evidence of infusion set failure was identified based on user inspection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.